Manufacturer narrative:
Device is combination product.(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Per the physician, the "acute heart failure" was listed as "possibly related" to the death event and the "aspiration pneumonia" was listed as "definitely related" to the death event . No autopsy was performed.

Event description:
(B) (4). Same patient as MFR report #: 2134265-2009-02746. It was reported that following a stenting treatment procedure, the patient died. The index procedure treated the de novo 75% stenosed, 2.20x19.8mm target lesion located in the moderately tortuous and bifurcated mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.75x15mm balloon inflated to 10 atm's and the placement of a 2.75x12mm taxus express2 study stent deployed at 10 atm's. Post dilation was performed with the 2.75x15mm pre dilation balloon at 16 atm's resulting in 1% residual stenosis and timi 3 flow. The patient was discharged 2 days later on bayaspirin, panaldine and warfarin. In (B) (6)2010, the patient was hospitalized with acute heart failure and was treated with dobupum, noradrenalin, lasix and propofol. The next day, the patient developed aspiration pneumonia and was treated with antibacterial agents. In (B) (6)2010, while still hospitalized the patient died. Per the physician, the acute heart failure event was listed as "possibly related" to the study stent and the aspiration pneumonia event was listed as "unrelated" to the study stent.